Manufacturer narrative:
Pending evaluation .

Event description:
Approximately 5 years postop a r tsa, the (B)(6) y/o female presented to the ER and complained of a right shoulder dislocation. A closed deduction was performed in the ER. The events were noted by the clinical study as resolved on (B)(6) 2020. There are no parts to return.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament re-construction.